Manufacturer narrative:
H6 device code was updated to- difficult to insert.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h10. After review of images, there is evidence of pericardial effusion developed after multiple trans septal puncture attempts with subsequent development of cardiac tamponade. Pericardial drainage was performed with resolution of tamponade. There is residual iatrogenic asd with bidirectional shunt. The pascal device and delivery system were bailed out. No pascal devices were implanted. The final residual mr remained severe, untreated as baseline. Unable to confirm any device related issues or malfunctions.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where the atrium may have been damaged. A tamponade was noticed after the transeptal puncture, but the doctor suspected it was pre-existing. The decision was to continue with the procedure and while introducing the guide sheath with the dilator through the fossa, the system was advanced too much by the physician into the pulmonary vein and the atrium was suspected to have been damaged. At this point, the tamponade increased, and a pericardial drainage was performed to drain the effusion. The physician decided to abort the teer procedure and a redo procedure took place on the day after successfully, with two pascal precision ace devices.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with objective evidence due to the completion of the imaging evaluation. The ie confirmed the evidence of pericardial effusion developed after multiple transseptal puncture attempts with subsequent development of cardiac tamponade. Pericardial drainage was performed to treat the tamponade. There was a residual iatrogenic asd with bidirectional shunt; therefore, the pascal system was bailed out. No manufacturing non-conformities were identified from the imaging evaluation or the DHR review. Available information suggests that patient conditions (pre-existing effusion and anatomical/physiological conditions), the multiple tsp attempts, and the device manipulation (advancement of the system up to the pulmonary veins) may have contributed to the reported event.